Event description:
It was reported that the patient presented to the clinic. Upon device interrogation, the atrial lead exhibited loss of capture, far-field R-wave oversensing, and a decrease in impedance. Further evaluation revealed that the atrial lead was dislodged, which was confirmed by X-ray imaging. The physician elected to perform a lead repositioning procedure. During the procedure, the stylet could not be advanced through the lead. As a result, the atrial lead was explanted and replaced. The patient remained stable throughout the procedure.